Manufacturer narrative:
One speedband device was returned for analysis. Visual examination of the returned device handle found presence of residue indicating use/handling. There was no issue noted with the extension tube. All seven bands were present on the ligator head. The ligator head teeth were not damaged. The suture was intact and in proper position on the ligator head teeth. The ligator head was not used and appeared to be from a different kit. An intact suture from a ligator head was attached to the trip wire loop. The trip wire was noted to be secured in the handle slot and wound two rotations around the spool. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees; no issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on march 31, 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.